Manufacturer narrative:
B3: unknown; no information has been provided to date. E: phone number ext. (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a defective plunger sensor. There was unknown patient involvement.

Manufacturer narrative:
D9: product received date 10/24/2024. H3: one device was returned for repair with reported complaint of check syringe plunger sensor. Service history review identified the complaint was not related to a previous service of the device within the review period. Visual and functional testing was performed. The plunger right case corner was cracked. The check syringe plunger sensor appeared during powerup. Found plunger left case flippers were loose and broken. The plunger assembly kit was replaced.